Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged black stuff floating in water and having difficulty breathing/ short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged black stuff floating in water and having difficulty breathing/ short of breath. There was no report of serious or permanent patient harm or injury. The device and humidifier was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an internal visual inspection. The manufacturer found evidence of dark keratin particles on the blower box outlet and inlet ports. The manufacturer found no evidence of sound abatement foam degradation or breakdown. The device's event log was reviewed by the manufacturer and found the error log showed 3 instances of: e-53. The manufacturer concludes the contaminates found were consistent with dark keratin particles, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, d10, g3, h3 and h6 has been updated / corrected.